Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient reported soreness near their incision. They also said their left wire on their back came out, but they are still feeling stimulation. No further patient complications have been reported as a result of this event.